Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis.

Manufacturer narrative:
Corrected fields: h6 device codes and b2 outcomes attrib to adv event. The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. Additional information was received that this device was revised due to erosion around the pocket area. The device remains implanted and in service as well as the right atrial (ra) lead and right ventricular (rv) lead. No additional adverse patient effects were reported. Further information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis. Additional information confirmed that the device was explanted due to infection. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Corrected fields: h6 device codes and b2 outcomes attrib to adv event. The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. Additional information was received that this device was revised due to erosion around the pocket area. The device remains implanted and in service as well as the right atrial (ra) lead and right ventricular (rv) lead. No additional adverse patient effects were reported. Further information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis. Additional information confirmed that the device was explanted due to infection. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. Additional information was received that this device was revised due to erosion around the pocket area. The device remains implanted and in service as well as the right atrial (ra) lead and right ventricular (rv) lead. No additional adverse patient effects were reported. Further information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Corrected fields: h6 device codes and b2 outcomes attrib to adv event. The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. Additional information was received that this device was revised due to erosion around the pocket area. The device remains implanted and in service as well as the right atrial (ra) lead and right ventricular (rv) lead. No additional adverse patient effects were reported. Further information was received that this device was explanted due to unknown reasons at this time. No additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to an unknown product performance issue at this time. No additional adverse patient effects were reported. At this time, it is unknown if this device will return for analysis. Additional information was received that this device was revised due to erosion around the pocket area. The device remains implanted and in service as well as the right atrial (ra) lead and right ventricular (rv) lead. No additional adverse patient effects were reported.